Event description:
Pt used the solution on contacts and their eyes became bright red, swollen and dilated when they put them back in. They went to the eye dr and he did some pressure tests and gave pt a sample of a different lens-cleaning solution. The symptoms disappeared after 2-3 days. The seal was intact when purchased and the solution appeared normal. This was the first time pt used the solution.